Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. Alleged failure: tip break. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke on the device. Although there was patient involvement and therefore no adverse consequence.